Event description:
On (B)(6) 2009, the patient reported she has several scratches across the display of her insulin infusion device. She stated the screen is unviewable if the light is not just right and there is a "rough spot" on the inner screen. She stated her device has been this way since she received it. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.